Event description:
An esophageal z-stent with a dua anti-reflux valve was used on a stricture approx. 2-3 cm. In length at the ge junction. According to the information provided, the stent was deployed too far at the distal end of the stricture. The physician attempted to pull the stent back with forceps, but was not successful. The endoscope was re-introduced in another attempt to reposition the stent. The end of the endoscope was inserted into the end of the stent. The stent was inadvertantly pushed into the stomach with the endoscope. The physician then used a polypectomy snare to retrieve the stent successfully. There was no patient injury reported. The instructions for use for this device caution the user to deploy the stent slowly as failure to do so may cause improper positioning. Re-positioning the stent may be done during deployment of the first cage of the stent by advancing or withdrawing the entire introduction system. The instructions also caution the user not to advance the endoscope into the stent as displacement may occur.